Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. During a follow up visit in the physician's office on (B)(6) 2023 the physician noted a suture that had not been fully removed. Suture was removed and patient was seen for a second follow up on (B)(6) 2023. During the second follow up the patient was noted to have a red spot just below the surgical incision and adjacent to the location of the suture that had been removed a week prior. Unclear if the redness is infection or allergic reaction. Patient was placed on oral and topical antibiotics.

Manufacturer narrative:
At the time of reporting no blood or other cultures have been performed to verify infection or other cause of the noted redness. Patient was placed on antibiotics as a precautionary measure. Infection and skin irritation are known and inherent risks of surgical procedures and of the nalu system.